Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site (specific date not reported). The patient was placed under general anesthesia on (B)(6) 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to unspecific medical reasons. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.